Event description:
The user facility reported a positive self-contained biological indicator during a lumen cycle in a v-pro 1 plus. Two instruments from the load were used in patient procedures. No injuries were reported. No further information has been released by the customer.

Manufacturer narrative:
A steris field service technician arrived on site, inspected and tested the v-pro 1 plus unit. No issues were identified; the v-pro unit functioned within normal specification. All cycle tapes showed passing cycles. In addition, the facility monitors all v-pro cycles with chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci demonstrates that the load has been processed/exposed to vaporized hydrogen peroxide. The device history record (DHR) for the lot of verify scbi utilized in the cycle was reviewed. No anomalies were noted. Retain samples of the lot were tested in the lumen cycle. All samples passed. The scbi used in the cycle was within expiration date (expires 09/01/2013). The reported event could not be duplicated. The unit has been returned to service. Steris has offered the facility an in-service on proper use of the scbi.